Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm indwelling needle fell off. The following information was provided by the initial reporter: the patient, male, 67 years old, was admitted to the hospital due to bronchiectasis and infection. On (B)(6) 2020, due to treatment needs, the nurse placed a indwelling needle on the back of her left hand. The night shift nurse found that the indwelling needle on the back of the patient had fallen off.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm indwelling needle fell off. The following information was provided by the initial reporter: the patient, male, (B)(4), was admitted to the hospital due to bronchiectasis and infection. On (B)(6) 2020, due to treatment needs, the nurse placed a indwelling needle on the back of her left hand. The night shift nurse found that the indwelling needle on the back of the patient had fallen off.